Event description:
Pt received a skin burn during an electrotherapy treatment. The pt was being treated for lower back pain with interferential electrotherapy. At some point during the therapy, the pt received a two skin burn measuring the size of the dime and 2nd degree in severity. The clinician could not approximate the treatment intensity and the specific treatment settings. The pt's improvement was not impeded nor did the pt require medical attention for the skin burn. Pt 1 of 2.

Manufacturer narrative:
Awaiting return and evaluation of the device.